Event description:
It was reported that the patient received inappropriate hv shocks for svt. One of the episodes showed an impedance of 0 ohms and an alert message was displayed. A capacitor maintenance revealed normal charging function. The physi- cian elected to reposition the hv lead. After reposition- ing, impedance measurements were intermittently greater than 200 ohms. An alert message was displayed again. Therefore, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The device's functionality was tested on the bench and on an electrical test sysem. All device func- tions were normal. It is suspected that the lead shorted and caused an excessive current flow. The device was not able to deliver hv output at low settings. It is suspected that the anomaly was caused by a discrepant integrated circuit.